Manufacturer narrative:
The investigation determined that nine, lower than expected vitros phbr quality control results were obtained. Patient samples were not known to have been affected. A reagent related issue or an interaction between the vitros phbr slides, the vitros 5,1 fs chemistry system, and the iwf lot in use cannot be ruled out as potential contributing factors. The root cause of this event is unknown. Additional investigation by ocd regarding vitros phbr performance is ongoing.

Event description:
The customer observed nine, lower than expected vitros phbr quality control results (qc fluid m1914 result 1= 44.15 ug/ml; qc fluid m1914 result 2 = 45.71 ug/ml; qc fluid m1914 result 3 = 44.29 ug/ml ; qc fluid m1914 result 4 = 43.56 ug/ml ; qc fluid m1914 result 5 = 45.99 ug/ml ; qc fluid m1914 result 6=44.50 ug/ml ; qc fluid m1914 result 7=43.14 ug/ml; qc fluid m1914 result 8=44.88 ug/ml vs. An expected qc fluid m1914 result =58.49 ug/ml and qc fluid l1913 result 9= 15.40 ug/ml vs. An expected qc fluid l1913 result =26.74 ug/ml) while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with patient samples. No patient samples were known to have been affected or reported from the laboratory. There was no allegation of harm to patients as a result of this event. This report is number nine of nine MDR's for this event. Nine 3500a forms are being submitted for this event as nine devices were involved. (B)(4).